Event description:
It was reported that on literature review "triple-row technique confers a lower retear rate than standard suture bridge technique in arthroscopic rotator cuff repairs", 6 patients had a re-tear type 5 according to sugaya's classification after a suture bridge rotator cuff repair procedure using a footprint ultra pk. This event required a revision surgery. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
(B)(4). Literature: "triple-row technique confers a lower retear rate than standard suture bridge technique in arthroscopic rotator cuff repairs" doi: 10.1016/j.arthro.2021.04.045.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H6: health effect - clinical code and health effect - impact code.